Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. The device was visually inspected and functionally tested. A downstream occlusion alarm occurred during the infusion test. This malfunction was caused by a broken door. The pump head door was replaced in order to fix the reported condition.

Event description:
It was reported that a flogard infusion pump had presented an occlusion alarm. It was unknown during which process step this occurred. However, there was no patient involvement. Additional information was requested and is not available.